Event description:
On (B)(6) 2012, the patient reported that he discovered that the pump had no power around 10:00 pm on (B)(6) 2012. He stated that he was unsure how long the pump was without power. The patient said that his blood glucose (bg) was 10.7mmol/l at the time he noticed the issue. It was noted that the patient changed the battery several times and the pump would not power on. The patient stated that he removed the pump and used a backup plan for insulin delivery. He said that his bg on the morning of (B)(6) 2012, was 16.0mmol/l; he felt dehydrated and had a slight increase in urination. When the patient inspected the pump during the call with customer support he said that there was a crack on the battery compartment which was previously undetected, and that there was water in the battery compartment. The patient noted that he swam with the pump on (B)(6) 2012. He confirmed that the pump did not show signs of power issues prior to the evening of (B)(6) 2012. This complaint is being reported because the patient experienced a serious bg excursion while he delivered insulin on a backup plan. The reason for the use of the alternate method of delivery was due to a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or history. There was one power on reset observed in the black box on 04/12/2012. The pump was exercised for 24 hours on a 1 unit per hour basal rate and no power issues occurred during this time. Evaluation revealed a crack in the battery compartment from the threads to the case seal. There was no damage to the battery cap. A 29 hour flow accuracy test was performed and the pump passed and was found to be delivering within the specifications. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.